Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly, ligator head, and irrigation tube) was analyzed, and a visual evaluation noted that the ligator housing had five bands attached, some of them were damaged and some overlapped. The ligator housing teeth were bent and damaged. The handle slot had evidence that the trip wire was secured. The suture hole was in good condition; however, the suture was broken. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands difficult to deploy was confirmed; however, the reported event of bands prematurely deployed cannot be confirmed since the manipulation of the bands can only be seen during the procedure and not during the device analysis. Upon analysis, it was found that some of the bands in the ligator housing were damaged and overlapped, the ligator housing teeth were bent and damaged, and the suture was broken. A labeling review was performed and based on the additional information that the shrink wrap was removed earlier in the set-up; this device was not used per the instructions for use (IFU)/product label. The IFU states that the shrink wrap should be removed at the end of setup in the preparation steps and to "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed". This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed on the endoscope. Additionally, it is possible that the damage to the suture and ligator teeth could have happened due to the instructions not being followed or excessive force applied on the device. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the first band, it did not deploy after the handle was rotated; however, it then deployed off the ligator after a few more rotations of the handle. The remaining bands also deployed randomly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier of the setup process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."

Manufacturer narrative:
Block h6: imdrf device code a150203 captures the reportable event of bands were difficult to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices banding procedure performed on (B)(6) 2023. During the procedure, when attempting to deploy the first band, it did not deploy after the handle was rotated; however, it then deployed off the ligator after a few more rotations of the handle. The remaining bands also deployed randomly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: it was reported that the ligator shrink wrap was removed earlier of the setup process; however, per the instructions for use (IFU), "removal of the ligator shrink wrap is done at the end of the setup."